Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced loss of brady pacing. The device was programmed to a lower rate of 60bpm, but the patient's rate was found to measure between 25-48bpm. Non-invasive evaluation of the system failed to identify any specific problem.